Event description:
Pt status post bivona #3.0 neo cuffed tracheostomy placement. Developed respiratory distress with bradycardia and desaturations post-op. Ventilator indicated pt losing tidal volume. # 3.0 trach removed by ent attending and 3.5 trach attempted to be placed without success. Pt went back to operating room to have new trach placed. Upon inspection of 3.0 trach, it was noted that balloon was not inflating symmetrically. Upon further investigation, it was noted, the operating room nurse inflated cuff without difficulty pre-trach tube insertion. However, resident had difficulty inflating cuff once inserted into pt. Dates of use: (B)(6) 2010. Diagnosis or reason for use: ventilator dependence secondary to severe bpd. Event abated after use: yes.